Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl at the time of incident. The customer mentioned other blood glucose as 66 mg/dl, after treating low blood glucose it went to 87 mg/dl. The insulin pump saying it was 40 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The insulin pump will not be returned for analysis.